Manufacturer narrative:
It was a non-medtronic stent that was implanted during the index procedure. Event date, patient age, weight and sex were changed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. On the same day the patient suffered a peri procedural nstemi in a non-target vessel. Investigator and sponsor assessed that the event was not related to antiplatelet medication or index device. Patient is recovering.